Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 46 mg/dl. The customer¿s current blood glucose was 71 mg/dl. The customer was treated for the low blood glucose with food. Customer was experiencing a bit frazzled and panic. Customer did not allege the insulin pump was over delivering. The product was not returned for analysis.